Manufacturer narrative:
(B)(4).

Event description:
The consumer reported they had not felt stimulation since (B)(6) 2015 and the device "didn't work too well" that night. They had a return of symptoms and were constipated. Stimulation was on at 7.2v on program 1. The patient increased stimulation to 7.5v, but they could still not feel stimulation. They also couldn't increase stimulation any higher than that as they were getting the upper limit screen. No further information regarding cause, troubleshooting, or actions taken as a result of the event was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.